Event description:
A health care professional reported the machine was not dispensing enough fluid to the infusion and the patient experienced hypotony in the left eye during a vitrectomy procedure. The surgeon stabilized the eye. The procedure was completed after the product was replaced. There was no patient harm.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. The customer reported infusion error, however, the entire cassette was saturated and found filled with surgical fluid. It has been found in lab testing that excessive use of any single use product may contribute to functional breakdown. The directions for use states that products are validated for single use only and should not be reprocessed or reused. The fluid saturation of the cassette resulted in the entire cassette housing turning from clear to opaque which will interfere with the console sensors and inhibit the capacity of the system to detect fluid cassette levels during normal operation. The condition of the cassette rendered the device inoperable as a system error occurred each time the laboratory attempted to test the cassette. Drying did not improve the condition of the cassette. The root cause of the customer's event could not be conclusively determined. No action will be taken for this occurrence as the sample condition was inoperable for laboratory root cause evaluation. Current tracking indicates no adverse trend for this lot for this event. All finished good lots are verified that all required inspections have been performed and all acceptance criteria are met prior to release. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending. No adverse trends have been observed associated with the reported product and event. The manufacturer internal reference number is: (B)(4).